Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with the caller experiencing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not initially complete the necessary steps to remove air from the cartridge and was using cold insulin, so the technical support team provided guidance on ensuring cartridge air removal and assisted the customer in filling and loading a new cartridge. The customer planned to allow the insulin to reach room temperature before proceeding and declined additional steps at the time of the call, with plans to call back if further assistance was needed.